Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a burned fill valve. The burned board was noticed during machine repair after the machine failed to fill during rinse and dissolution modes. The biomed stated that the fill valve appeared black and the control console assembly malfunctioned as a result of the burned fill valve and also required replacement. There was no harm to any patients or individuals because of this malfunction. The machine has approximately 100 hours and the fill valve and control console assembly were the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve and control console assembly. The biomed replaced the fill valve and control console assembly, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a burned fill valve. The burned board was noticed during machine repair after the machine failed to fill during rinse and dissolution modes. The biomed stated that the fill valve appeared black and the control console assembly malfunctioned as a result of the burned fill valve and also required replacement. There was no harm to any patients or individuals because of this malfunction. The machine has approximately 100 hours and the fill valve and control console assembly were the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve and control console assembly. The biomed replaced the fill valve and control console assembly, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a burned fill valve. The burned valve was noticed during machine repair after the machine failed to fill during rinse and dissolution modes. The biomed stated that the fill valve appeared black and the control console assembly malfunctioned as a result of the burned fill valve and also required replacement. There was no harm to any patients or individuals because of this malfunction. The machine has approximately 100 hours and the fill valve and control console assembly were the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned fill valve and control console assembly. The biomed replaced the fill valve and control console assembly, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5 (changed "board" to "valve" in second sentence) additional information: d9, h3 plant investigation: the control console was returned to the manufacturer for a physical evaluation. Exterior and internal inspections revealed no damage to the control console. The part failed fill operations when attached to control console test fixture. The fill valve relay failed to function when the returned part was tested with a display board test fixture. The problem was traced to the switch in relay k1 and was resolved by replacing relay. The fill valve was not returned for investigation. The investigation into the cause of the reported problem was able to be confirmed.